Manufacturer narrative:
No information has been received to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device presented the following message: "device cannot be run with air in the line, prime pump". No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H4: device manufacture date: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device missing tamper seals. There was no evidence of the reported problem recorded in the event history log. The customer reported problem air in line was verified/duplicated. When tested in user mode the air detector was found to be nonfunctioning and an inoperable air detector was said to be the cause of the reported problem. For corrective action, the inoperable air detector was replaced. The root cause of the reported problem was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review is not required. Service review identified this device has not been in for service previously., corrected data: corrections: h4: mfg. Date. 29-nov-2018; model number: 2120; catalogue number: 21-2120-0104-01